Manufacturer narrative:
Additional information has been provided in d9 and h6.

Event description:
Clinical narrative (updated 2026-6-10). In further communication the team did stated the symptoms cleared after device was repositioned after the patient coded. Prior clinical narrative: an impella cp was inserted via the right femoral artery to support the 85 year old female who had been admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. The underlying medical history was not shared. The cp was supporting when during the overnight on day 5 the team observed there were intermittent alarms for the pump being in the aorta. The team imaged the patient with bedside echo imaging and revealed the pump to be in the left ventricle and they did not do any further intervention, despite the alarm persisting. The urine began to change in color from pink to red, which is indicative of hematuria. The following morning the patient condition deteriorated with a drop in blood pressure and progression to complete heart block that required CPR resuscitation, pump repositioning as it was at the mitral apparatus, and placed a temporary pacer via the internal jugular. Once these measures were taken the patient condition improved and she was stable. After day 6 of the support the team made decision to wean and explant the pump. Whether the pump contributed to or caused the patient's resuscitation is not known to date. The impella 5.5 was successfully weaned. The patient's outcome at explant was survival and it is not known if the temporary pacer was escalated to a permanent pacer. It is known the hematuria did not prompt any further intervention, no lasting renal harm took place.

Manufacturer narrative:
The complaint coding and clinical narrative were updatedto appropriately reflect the initially reported. As a result, the clinical narrative was revised and captured to b5 event description accordingly. Additionally, h6 health effect - clinical/impact and medical device problem coding were updated, corrected. Additional information was subsequently received and noted the following which was considered with updates to b5 and h6 fields respectively. Information noted according to the physician, the pump looked okay on echocardiography but imaging was difficult. The physician repositioned the pump a bedside after the patient coded and hemolysis resolved after repositioning. With the repositioning, the "impella in aorta alarm" resolved.

Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted via the right femoral artery to support the 85 year old female who had been admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. The underlying medical history was not shared. The cp was supporting when during the overnight on day 5 the team observed there were intermittent alarms for the pump being in the aorta. The team imaged the patient with bedside echo imaging and revealed the pump to be in the left ventricle and they did not do any further intervention, despite the alarm persisting. The urine began to change in color from pink to red, which is indicative of hematuria. The following morning the patient condition deteriorated with a drop in blood pressure and progression to complete heart block that required CPR resuscitation, pump repositioning as it was at the mitral apparatus, and placed a temporary pacer via the internal jugular. Once these measures were taken the patient condition improved and she was stable. After day 6 of the support the team made decision to wean and explant the pump. Whether the pump contributed to or caused the patient's resuscitation is not known to date. The impella 5.5 was successfully weaned. The patient's outcome at explant was survival and it is not known if the temporary pacer was escalated to a permanent pacer. It is known the hematuria did not prompt any further intervention, no lasting renal harm took place.